Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The cause of the reported issue was isolated to the disconnected power connector, designated j11/p11 from the power pcba. Stryker reconnected the connector to resolve the issue. The device passed functional and performance testing and was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was not powering on. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not powering on. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.